Event description:
It was reported that the patient underwent revision surgery due to an unknown reason. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant: item#:154720; lot#: unknown; itemname: oxf uni tib tray sz b lm PMA; item#:161469; lot#: unknown; itemname: oxf twin-peg cmntd fem md PMA; investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 -2022 -00406, 3002806535 -2022 -00407.

Manufacturer narrative:
(B)(4). D10: item#:154720; lot#: 645800; itemname: oxf uni tib tray sz b lm PMA; item#:161469; lot#: 813400; itemname: oxf twin-peg cmntd fem md PMA. This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.